Manufacturer narrative:
Device not received for evaluation.

Event description:
The product was used during an unspecified procedure. Reportedly, the clips would not close properly. No pt injury reported.